Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) informed the home patient (hp) of the error's meaning. Per the hp, there was a leak coming from the cassette as the table was damp under the door. The hp had been to the hospital and received instructions from his peritoneal dialysis registered nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A leak is a known cause of a system error 2240. The root cause of the leak could not be determined. A follow-up MDR will be submitted if any additional information is received.